Event description:
Subsequent to the initially filed report, the following information was received:During removal, resistance was noted with a non-Abbott guide catheter. The shaft did not break. Force was applied and the devices were simply withdrawn from the anatomy independently. No additional information was provided

Manufacturer narrative:
The device was returned for analysis. The reported Failure to Advance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported Difficult to Remove was unable to be confirmed. Production record and Corrective and Preventive Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. Reportedly, during removal resistance was noted with a non-Abbott guide catheter. Force was applied and the devices were simply withdrawn from the anatomy independently. It should be noted that the XIENCE Alpine Everolimus Eluting Coronary Stent System Instructions for Use (IFU) states: After successful withdrawal of the balloon from the deployed stent, should any resistance be felt at any time when withdrawing the stent delivery system or post-dilation balloon into the guiding catheter, remove the entire system as a single unit. The force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the calcified and tortuous anatomy resulting in the reported Failure to Advance. During withdrawal inadvertent interaction with the guiding catheter resulted in the reported Difficult to Remove. Manipulation of the device resulted in the noted multiple bends on the hypotube likely contributing to the reported Difficult to Remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.C3: 1 per year was entered; however, the frequency is 1 dose per implant.E1 Correction: Initial Reporter updated.E3 Correction: Occupation updated.H6 Correction: Medical Device Problem Code 1069 removed, 1528 and 2017 added.H6: Medical Device Problem Code 2017 - Excessive Force.